Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-09009. It was reported that a patient presented during analysis the day before a scheduled procedure. The pacemaker had broken through the skin and was exposed. The physician was concerned about an infection and explanted the pacemaker. No information was provided regarding the right ventricular lead, which was the most recent implanted product.